Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous fistula. A 6.0 x40, 75cm charger balloon catheter was advanced for dilatation. However, the balloon ruptured during inflation. The procedure was completed with another charger balloon catheter. No patient complications were reported and the patient's status was fine.